Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of balloon pinhole in the esophagus. Block h11: investigation results the actual device was not returned for analysis. However, the original opened pouch was returned; therefore, a technical analysis could not be performed. With all the available information, boston scientific concludes that the reported event of balloon pinhole could not be confirmed. The actual device was not returned for analysis however; the original opened pouch was returned. Without analysis of the actual device, there is a lack of objective evidence, or descriptive conditions of the event required to determine a probable root cause of the event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of balloon pinhole was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2026. During the procedure, the physician attempted to inflate the balloon, but it did not expand. After removing the balloon catheter from the scope, a hole was observed in the balloon. The procedure was successfully completed using another device of the same type. No additional information has been obtained despite good faith efforts. The anatomy location and procedure type are unknown and is being reported as the pinhole may have occurred in the esophagus. There were no patient complications reported as a result of this event and patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2026. During the procedure, the physician attempted to inflate the balloon, but it did not expand. After removing the balloon catheter from the scope, a hole was observed in the balloon. The procedure was successfully completed using another device of the same type. The anatomy location and procedure type are unknown and is being reported as the pinhole may have occurred in the esophagus there were no patient complications reported as a result of this event and patient's condition at the conclusion of the procedure was reported to be stable.